Event description:
It was reported that right atrial (ra) pace impedance spikes out-of-range were noticed in the impedance trend, which according to technical services, are related to a lead-header spring contact issue. It was recommended to reprogram unipolar pace and bipolar sense. This ra lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).